Event description:
It was reported to philips that the m3538a battery for the device failed to charge. There was no patient involvement.

Event description:
It was reported to philips that the m3538a battery (19094-0033-p) for the device failed to charge. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, suggesting the battery was depleted or faulty. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. A review of the parameters showed that the battery mode cf flag was set indicating that the component was in need of calibration. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. Upon conclusion of the evaluation, the battery was found to be capable of successfully charging and operating within the device. Due to the cf flag being set upon receipt, the component was scheduled to be returned to the vendor.

Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. The h6 method code, results code and conclusion code have also been updated to represent the evaluation completed on the component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.